Event description:
Patient's meter was reading inaccurately low. The meter was also set to the incorrect unit of measurement. The patient "blacked out" and their neighbor came over and injected 3 cc of insulin which made the customer feel better. "The patient feels due to the meter reading in mmol/l they were higher than they thought". After changing the unit of measurement back to mg/dl the customer performed a control test and the reading came up to 146(154-226), after testing with a new vial of strips the meter fell within range 174(154-226). Meter has not been replaced for the patient. Unable to reach customer via telephone, a letter has been sent to obtain more information.